Event description:
It was reported by service report that the side rail was not locking into place.

Event description:
It was reported by service report that the side rail was not locking into place.

Manufacturer narrative:
Supplemental reported submitted as investigation concluded that all siderails were able to be latched and locked in all positions; the initial issue of the siderail not latching in place was reported in error.

Manufacturer narrative:
(B)(4) - siderail.